Event description:
A malfunction occurred on the pump, as reported by the caller. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.